Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
It was reported that patient underwent right total hip arthroplasty on (B)(6) 2014. Subsequently, patient was lost to follow up and reportedly expired on (B)(6) 2015 due to cardiac issues. The death was not implant related.